Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer went to emergency room with blood glucose of above 800 mg/dl. The customer reported that the insulin pump had blank display. The customer was assisted with troubleshooting. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not returned after restart. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. Mother declined troubleshooting, did not want to use anymore. The insulin pump will be returned for analysis.